Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, a definite root cause and corrective action cannot be established. A possible cause for the guidewire tip uncoiling could be related to the removal technique. The instructions for use states "withdrawal, pullback, or manipulation of the guide wire when resistance is met may cause guide wire damage, breakage, or embolization," and "avoid withdrawing the guide wire through metal needles; guide wires may shear or ptfe coating my scrape off against the needle bevel". The instructions for use also state, "avoid overly vigorous manipulation of the guide wire to prevent damage of the vessel or device".

Event description:
Physician used a micro introducer set during treatment of the patients left great saphenous vein (gsv). It is reported that the guidewire tip uncoiled and tore off in the patient¿s vessel during removal. The detached portion was successfully retrieved from the patient. This was confirmed by ultrasound. All parts come out when withdrawn, and there was no additional treatment required.